Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump's sleep/wake (power) button was intermittently unresponsive for about a month, as documented by a user-provided video; the device otherwise functioned and blood glucose control was not affected, and a replacement device and return label were provided with shutdown guidance. Symptoms included no adverse clinical effects. Outcomes included no injury, no alarms, and continued cgm use as needed. Investigation included review of user-provided evidence and troubleshooting with education on replacement setup and data handling. Investigation of this device was confirmed and revealed a suspected mechanical or tactile failure isolated to the sleep/wake button with no impact on delivery or therapy functions. It was concluded, based on previously established findings for similar reports, that the cause was a device component malfunction of the power button consistent with wear or intermittent mechanical failure.